Event description:
Pt called vistakon and reported having two eye infections two weeks apart in left eye. First occurred in 2002. Pt was in 2 to 3 days of second week ew replacement schedule. Eye was red, inflamed, light sensitive with itching foreign body sensation. Received info from ophthalmologist who stated pt was complaining of red, irritated left eye with foreign body sensation. Ophthalmologist reported "iritis" with 2+ cell and flare, 2+ injection. Pt was prescribed ciloxan and added predforte. Pt returned to office and visual acuity was 20/50. On office visit 4 days later, visual acuity was 20/30 corrected. Ophthalmologist released pt to contact lens wear upon resolution of symptoms. Ophthalmologist has not seen pt since. Ophthalmologist is aware pt had a second ocular response and had treated self. Ophthalmologist believes this was caused from contact lens over wear. No additional info is available at this time.